Event description:
The customer stated their system was not communicating (transferring data from individual patient monitors to the central monitoring station). It was reported that trouble isolation by the customer revealed a failed data switch. The reporter indicated that to the best of their knowledge there were no patients being monitored by the system at the time of the product problem.

Manufacturer narrative:
Results: ethernet switch failure, based on reporter's statements regarding their visual examination of the actual device involved in their report. The customer reported that they discarded the failed device.